Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, low hv lead impedance was observed. Lead was capped and replaced on (B)(6) /2016. Patient's condition was good during and after the procedure.